Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the orbit coil (637mf0306/17067669) could not advance at middle of the prowler14 microcatheter (606131/lot unknown). Removed the coil and noted stretched. Changed to a new orbit coil (637mf0306/17067669) to continue. The coil could not advance at middle of the prowler14 microcatheter again. The surgeon removed the shaft and noted the coil was missing. Withdrew the microcatheter and removed the coil. Re-shaped the access with same microcatheter and changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is female and 32 years old, had aneurysm with 6.2*7.5mm. It was initially reported that the products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no clinically significant delay in the procedure due to the event. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected ad no damages were noted on it. The introducer was found zipped without damage. The support coil and the gripper were found inside of the introducer, jut the head piece of the embolic coil was found attached to the gripper while the rest of it was found stretched separated of the device. The embolic coil and gripper were inspected under microscope. The embolic coil was found stretched. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The od from the delivery tube was measured and was found within specification. A lab sample micro-catheter was flushed using a lab sample syringe (nipro) and after that the received device was introduced into the lab sample micro-catheter and it advance smoothly until the microcatheter's distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 17067669 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿detachable coil delivery system (dcs) - impeded in microcatheter¿ was not confirmed during the functional test. The failure reported by the customer as ¿coil - premature detachment¿ could not be evaluated but appears that additional force that was applied on the embolic coil and this could be associated with the premature to detachment, due to it was found broken/stretched. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported by the costumer could be related to the manufacturing process; additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Review of DHR for lot 17067669 concluded that no issues were noted that were considered potentially related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 3 reports associated with reports 1226348-2015-00074 and 1226348-2015-00076. (B)(4). Concomitant medical products and therapy dates: prowler14 microcatheter (details unknown), orbit coil (637mf0306/17067669), new coil (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization procedure the orbit coil (637mf0306/17067669) could not advance at middle of the prowler14 microcatheter (606131/lot unknown). Removed the coil and noted stretched. Changed to a new orbit coil (637mf0306/17067669) to continue. The coil could not advance at middle of the prowler14 microcatheter again. The surgeon removed the shaft and noted the coil was missing. Withdrew the microcatheter and removed the coil. Re-shaped the access with same microcatheter and changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6), had aneurysm with 6.2x7.5mm. It was initially reported that the products will be returned for analysis. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no clinically significant delay in the procedure due to the event.